Manufacturer narrative:
One 722017761 biosure ha 8x25mm screw was used for treatment and was returned for evaluation. The complaint stated: ¿the biosure screw broke when being implanted.¿ dimensional inspection verified that this was an 8x25mm product. Reports indicated that all fragments were removed from the patient. The head is in good condition. Distal threads had been compressed and rolled. Some surgical prep details were provided. A starter was reported as used. A same size 8mm tap was reported as used. Hard bone density was reported. Per IFU: ¿in cases where hard bone is encountered, it is recommended that a tap1 mm larger than the screw size be used¿ which indicates that a 9mm tap would have been appropriate for this procedure. This explains the damage and confirms the complaint. Since this is a tapered screw the damage began as the diameter increased. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Symptoms indicate that the bone condition was resistant to the attempted placement. Excess torque placed upon the implant factored. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during an acl reconstruction surgery, the biosure screw broke. After removal, it was replaced with a back up device but it is unknown whether another bone hole had to be drilled. The surgery was not significantly delayed. The patient was not injured.